Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who had been treated with baclofen intrathecal via an implanted pump. The patient's indication for pump use was intractable spasticity and other spasticity. It was reported that the pump died due to longevity. The patient had been found outside her driveway convulsing in (B)(6) 2010 before it was replaced on (B)(6) 2010. When the pump was taken out, the patient lost their memory so they did not recall all of the details. Additional information has been requested, but it was not available at the time of this report.